Manufacturer narrative:
No evaluation of the cobas ampliprep instrument was performed as this event was due to an inadvertent cobas ampliprep instrument reagent tip needle stick. There was no report by the customer that this issue was due to a malfunction, a design limitation and/or a labeling deficiency of the cobas ampliprep instrument. A review of the customer reported event was performed. Based on the information provided by the customer, no additional evaluation was performed. The cobas ampliprep instrument reagent tip is utilized to pipette test reagents only; no potentially infectious materials are pipetted by the cobas ampliprep reagent tip (e.g., patient specimens). (B)(4).

Event description:
A technologist punctured (through her gloves) the back of her hand while she was performing daily maintenance of the cobas ampliprep instrument reagent tip. Specifically, the technologist was wiping the cobas ampliprep instrument reagent tip as per their "best practice" procedure. The customer indicated that the technologist received medical treatment and is currently taking hiv antiviral drugs. The customer also indicated that the technologist was tested for hiv and the initial test results were (B)(6). According to the customer the technologist feels fine and has not had any adverse side effect to the medication.